Manufacturer narrative:
G4:(B)(6) 2020 b4:22dec2020 this issue was found during set up. The device was not in use at the time of the event. There was no report of patient or user harm. The bio-med evaluated the device with assistance from a philips remote service engineer (rse). The bio-med stated that the device would not power on with ac or dc. The 5 volt failure and primary alarm failure were also displayed. The rse informed the customer it was suspected to be a power management board issue. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. The philips fse replaced the power management board to resolve the issue. The device fully met the specification and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14dec2020.

Event description:
It was reported to philips that the device will not power up. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated that the device will not power on with ac or dc. The 5 volt failure and primary alarm failure also displayed. The rse informed the customer it was suspected to be a power management board issue and a philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.